Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.

Event description:
It was reported that the device was beeping randomly. No air noted in the IV tubing, and the user "reset the unit, closed the roller clamp, removed the IV set, and reload the IV set." Per report, the device may have displayed a channel error message. No further information was provided. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested, no further information was provided.